Event description:
During a total hip arthroplasty, the threaded tip of a conical reamer, a class I reusable instrument, fractured and became lodged in the femoral canal. The surgeon created an access hole in the proximal femur to facilitate the removal of the fractured tip. The surgery was completed without further incident.